Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. Additional information: according to service history review, the device is new and does not have any previous service history. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of 'failure 808:02; inlet valve not open position 1 occurred". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the defective power cord was not identified. There was no fault found with the pump model unit (pmu) and service decided to replace the pmu as a precautionary measure. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.